Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery appeared to be decreasing rapidly, despite a short implant duration and minimal therapy history. Engineering review of device data was suggestive of premature battery depletion. The device was later explanted, replaced and returned to guidant for laboratory evaluation.